Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 462mg/dl. Ti was stated that the customer was experiencing unexplained high glucose for the past four days. It was stated that the customer had a severe pain and infection in her foot. It was stated that the customer was at her doctor's appointment for her foot condition and then she was sent to the hospital for treatment on her foot and high blood glucose. It was stated that the customer's glucose level was treated with the insulin pump and manual injections. No further info was provided.